Manufacturer narrative:
Concomitant products: product ID 8578, lot # n185607007, implanted: (B)(6) 2009, product type accessory; product ID 8709, lot # j11017r33, implanted: (B)(6) 2002, product type catheter; product ID 8578, lot # n185607007, implanted: (B)(6) 2009, product type accessory; product ID 8709, lot # j11017r33, implanted:(B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported six months ago during back surgery, the surgeon cut the tube for the patient's pump and the patient wondered if the pump was leaking and ran out of medication when that happened. It was unknown what drug the pump was being used to deliver. Additional information received reported the patient¿s back surgery was in (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.